Event description:
The customer alleged a cidex leak inside the aer unit. During the disinfect cycle, when cidex drains from the basin to the reservoir, there was a leak on the t-connector brass fitting located on the exhaust side of the air compressor. Cidex was leaking from the pressure relief valve. No injuries were involved. The customer repaired the unit.

Manufacturer narrative:
The customer repaired the unit.